Event description:
It was reported that vns patient underwent generator replacement due to unclear reason as the implant card received from the site mentioned the replacement was due to battery depletion, prophylactic and "surgery due to pain problems with the generator after 3 and a half years." Additional information was received from the neurologist that the reason for replacement was a local pain around the generator site, which increased during the last months. Device diagnostic tests were performed, confirming that the vns system performed as intended. It was reported that the pain was due to the presence of the generator and some local reaction like irritation of the tissue near the generator. It was reported that the pain was not related to the stimulation. It was reported that the reason for replacement was not only prophylactic, but was due to the pain, which have increased and became an intolerable situation for the patient. The decision to change the location of the generator was taken to solve the issue. The explanted generator is not available for return to the manufacturer. Review of manufacturing records confirmed all tests passed for the generator prior to distribution.